Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported of prime/fill anomaly. The customer's blood glucose reading was 110 mg/dl. The customer stated that insulin squirted out during manual prime. No numbers appeared on the screen and no beeps were heard. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. The pump was received with a missing end cap sticker and minor scratches on the lcd window.